Manufacturer narrative:
One of the probes used during the procedure when the reported event occurred was returned for analysis and found to be fully functional. All system and instrument testing has been unable to reproduce the reported event.

Event description:
A medtronic representative reported that, while in a lumbar fusion procedure, the screws on the right side of the patient were placed 3mm inaccurately in the superior/lateral direction. The lumbar probe was used, and was deemed accurate in the synergy spine application. The screws which were not navigated were found to be off. It was noted that the frame did not move. The surgeon used an open spine clamp, placing it on l4 and used powerease to place the screws. Four screws were repositioned at this time. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
Medtronic representative performed a navigation system check-out, all areas passed. Recalibrated left and right side trackers and they are within spec. No patient files/exams have been returned to manufacturer.

Manufacturer narrative:
A medtronic representative recalibrated all o-arm trackers and reloaded the software on them as well. Simulated use testing with instruments from the site and using a another s7 system found that when the gray navlock was brought into tracking view of the camera it would stay accurate until it was very close to the frame. When either one of the markers was covered up, it would go to a yellow status or both instrument and frame would go yellow or red status and stop navigating. There was a small 2-3 mm deviance as the navlock tracker was rotated in relation to the frame. Another gray navlock was brought in to test and demonstrated similar behavior. The simulated use testing deviance was never as large as that reported by the surgeon. Unable to determine root cause without further information since the behavior cannot be replicated. User technique of frame placement may have contributed to the reported event. It was suggested to the surgeon that he clamp the reference frame on a level below and angle the post and the frame more toward the camera to get better separation of the frame to the instrument during tracking. The surgeon has been educated on multiple navigation system setup techniques that may help him achieve optimal accuracy. Surgeon has had three successful cases with no issues by following the suggested techniques. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.